Event description:
The customer/distributor reported previously that the device loses all function. They are alleging that the issue remains and is not resolved. There was no report of any adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.